Manufacturer narrative:
E1 phone number: (B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c revision surgery was performed, however, the hospital did not provide reasons for the revision surgery. No patient information is available at this time. This is report one of two for this event.

Event description:
It was reported that a roi-c revision surgery was performed, however, the hospital did not provide reasons for the revision surgery. No patient information is available at this time. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3004788213-2024-00023.